Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.